Manufacturer narrative:
(B)(4). Batch # r9209r. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When the device jaws "would not release" was the device cut off of the tissue or vessel it was on? Or were the jaws able to be opened to release it from the tissue or vessel it was on? Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 9 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device lot r40193 number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch r9209r number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the clip was applied to the patient and the jaws would not release. There were no patient consequences reported. There is no additional information.